Manufacturer narrative:
Unknown taper. The reporter of the event was asked if the product was available for analysis and to provide device information. To date, apollo has not been able to confirm device information from the reporter and the device manufacturer is unknown. Further information has been requested of the reporter regarding: implant date, explant date, date of occurrence, and additional patient information. To date, no additional information has been received by apollo. A review of the device labeling notes the following: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastricirritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Literature review performed: "gastrointestinal laparoscopic adjustable gastric band erosion with intragastric band migration: a rare but serious complication." Partha hota do, dina caroline md, sonia gupta md, omar agosto md* science direct, radiology case reports 13 (2018) 76-80. Case report: patient who had gastric band placement nine years prior, presented to a clinic with shortness of breath and epigastric tenderness. A physical examination was performed which revealed "tenderness superficial to the laparoscopic gastric band port site with abdominal pain exacerbated by movement." Patient underwent laboratory tests, radiograph, barium swallow and CT scan. It was confirmed "a completely intraluminal location of the gastric band within the stomach cardia. The patient was admitted to the hospital and underwent and esophagogastroduodenoscopy at which time the gastric band was found to have completely eroded through the gastric wall and was located almost entirely intraluminally." The device was removed. The patient had an uncomplicated post-operative hospital course and was discharged a week later. Although the manufacturer of the device is unknown, it is apollo's approach to compliance to resolve all doubt in favor of reporting.